Event description:
A doctor alleged that the blood would not aspirate into the bioplant syringes during a patient's procedure.

Manufacturer narrative:
The doctor removed the tips from the syringes, poured them out together off to the side, used an eye dropper with blood from the site and water to saturate the beads, and waited for them to gel. Once gelled, the doctor patted the beads into the extraction site with a q-tip, sutured the site, and covered it with teflon tape. The patient had returned for a follow-up visit on (B)(6) 2014 and is doing fine at this time. The product involved in the alleged incident was not returned, the lot number provided was not valid, and the remaining product and packaging had been discarded by the complainant; therefore, no further evaluation can be conducted.